Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. One photo of a 5 ml luer-lok syringe (part number 309646) was received and evaluated. The photo shows a single syringe in a clear bag, attached to an unknown safetyglide needle and a white attachment. No defects were observed, and the reported issue could not be confirmed based on the photo provided. A physical sample is required for a more thorough evaluation and to determine a potential root cause. Furthermore, a device history record review was completed for provided lot number 4352432. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll sp125 had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #309646, lot #4352432. Verbatim: summary of incident: patient here for c12d2 of xxx treatment. Patient receives injection with two separate syringes. During administration of second injection, upon pressure from the plunger, the syringe and closed system device separated. The medication splashed onto the nurse, xxxx, and patient. The medication got onto the patient¿s jeans, did not touch skin. However, the medication did splash onto the nurse¿s cheek and neck. The nurse immediately stopped administration and washed her face and neck with soap and water. The patient was unharmed as the medication only got onto his pants. The pants were wiped with a damp cloth. Chemo spill protocol was followed with the assistance from pharmacy. The physician, xxxxx, was notified. A new syringe of medication was made by pharmacy and administered with no further issues. Bd 5ml syringe, luer-lok tip, ref (B)(4), exp 11/30/2029, lot 4352432. Origami: se-025-0107977.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.